Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2er01, implanted: (B)(6) 2021, product type: lead. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim it was reported that they made adjustments to the patients therapy because it wasn't working well, but they had blood in their stool, so the doctor was informed. The patient also complained of pain. The patient went to the hospital to address the blood in their stool and they saw that the lead had migrated into the colon. They removed the lead and stitched the site. The issue was resolved.